Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the stimulation was not covering the pain. The system was helping with the pain, but for some reason, it began to sporadically help with the pain in 2014, and then it stopped covering the pain all together in 2015, so she just turned off stimulation. The spinal cord stimulation system was explanted on (B)(6) 2016 because the system was not helping with the pain. All of the spinal cord stimulation system was removed at the same time that the surgeon did a back fusion and post-surgery, the patient was diagnosed with infection. The couldn¿t determine where the infection was coming from, but the patient was running a really high fever. No further complications were reported or anticipated.